Manufacturer narrative:
(B)(4). Voluntary report: medwatch form mw4600210000-2021-8007. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please confirm the quantity of devices in which needle release from suture during use on the patient was observed? We went through 4-6. I believe we had 2 packages on the field. How long was the delay? I had additional packages in the room so the delay was not too long. Just a few minutes with the defective control release and the time it took me to open additional packages. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No unexpected outcomes I was made aware of. They required replacement sutures at the time to complete what they were currently doing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Note: events reported via 2210968-2021-07565, 2210968-2021-07561, 2210968-2021-07562, 2210968-2021-07563 and 2210968-2021-07564.

Event description:
Per user facility medwatch form mw4600210000-2021-8007. It was reported that a patient underwent a lap assist vaginal hysterectom procedure on (B)(6) 2021 and suture was used. During the procedure, as the surgeon was pulling through the tissue, the needle released from the suture requiring a different one to be used. Several attempts with different packages resulted in the same failure mode. Another like device was used to complete surgery without further issue. The surgical procedure was delayed due to the multiple incidents with the surgical suture. There were no patient consequences reported. Additional information was requested.